Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") and urinary tract infection ("urinary tract infections") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), urinary tract infection (seriousness criterion medically significant), weight increased ("weight gain of 1 kg in 1 year"), gingival bleeding ("gingival bleeding"), paraesthesia ("tingling in hands and feet"), abdominal distension ("abdomen tense and bloated"), dyspepsia ("difficult digestion"), fatigue ("excessive fatigue"), visual impairment ("visual disturbance"), loss of libido ("complete loss of libido") and nausea ("difficult digestion/nausea"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel confirmed on allergy test"). The patient was treated with surgery (removal of inserts on bilateral salpingectomy on (B)(6) 2017). Essure was withdrawn. In 2017, the abdominal pain lower, urinary tract infection, weight increased, gingival bleeding, paraesthesia, abdominal distension, dyspepsia, fatigue, visual impairment, loss of libido and nausea had resolved. At the time of the report, the allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, urinary tract infection, weight increased, gingival bleeding, paraesthesia, abdominal distension, dyspepsia, fatigue, visual impairment, loss of libido and nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was positive for nickel. Company causality comment: this non medically-confirmed, spontaneous case report was received via regulatory authority. It refers to a female consumer who had lower abdominal pain after essure (fallopian tube occlusion insert) insertion. The devices were removed by bilateral salpingectomy (14 months after their placement). In addition, she reported urinary tract infections. Only lower abdominal pain is anticipated in essure's reference safety information. Lower abdominal pain may occur as a consequence of several gynecological conditions. In this case, no alternative explanation was given for consumer's pain. Although limited information is available for a comprehensive causality assessment, considering lower abdominal pain may occur during essure therapy, causality with the suspect insert cannot be excluded. Regarding consumer's urinary tract infections, based on the pathophysiology of this event and as essure has a mechanical, local action into the fallopian tubes causality is considered unlikely. Other events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 21-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") and urinary tract infection ("urinary tract infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), abdominal distension ("abdomen tense and bloated"), weight increased ("weight gain of 1 kg in 1 year"), gingival bleeding ("gingival bleeding"), paraesthesia ("tingling in hands and feet"), dyspepsia ("difficult digestion"), nausea ("nausea"), fatigue ("excessive fatigue"), visual impairment ("visual disturbance") and loss of libido ("complete loss of libido"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel confirmed on allergy test"). The patient was treated with surgery (removal of inserts via bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the abdominal pain lower, urinary tract infection, abdominal distension, weight increased, gingival bleeding, paraesthesia, dyspepsia, nausea, fatigue, visual impairment and loss of libido had resolved. At the time of the report, the allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, dyspepsia, fatigue, gingival bleeding, loss of libido, nausea, paraesthesia, urinary tract infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 09-may-2017 for the following meddra pt: abdominal pain lower: n° (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient who began to experience lower abdominal pain and urinary tract infections after insertion of essure (fallopian tube occlusion insert). The devices were removed by bilateral salpingectomy approximately 14 months after their placement, whereupon the events resolved. Lower abdominal pain and urinary tract infections were considered serious due to medical significance. Lower abdominal pain is anticipated in the reference safety information of essure, urinary tract infection is unanticipated. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, no clinical details were provided, but considering the nature of the event and the improvement after removal of the inserts, a causality of essure cannot be excluded (related). Regarding urinary tract infections, based on the pathophysiology of this event and given that essure has a mechanical, local action in the fallopian tubes, a causality is considered unlikely (unrelated). Numerous other events, including a positive result for nickel allergy, were also reported (non-serious). This case was regarded as incident since device removal was required. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. No active follow-up can be pursued in this ha case.